Event description:
It was reported that the user observed continued insulin dosing on the ilet while glucose readings on the device were low, leading the user to disconnect; upon data synchronization, delivery appeared suspended with no additional insulin recorded, and troubleshooting and education were completed. Symptoms included hypoglycemia with glucose in the 50s and corroborating low fingerstick readings. Outcomes included treatment with oral carbohydrates such as juice, soda, and cereal, with resolution reported to the agent; no hospitalization or emergency care occurred. Investigation included review of synced reports and real-time device status during the call. Investigation of this case revealed that automated insulin delivery had entered suspension and no further doses were observed, and a device malfunction could not be confirmed from available data. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.